Manufacturer narrative:
Three samples were returned. One incomplete sample was returned. Seven samples were not returned. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes <noe> 11 </noe> malfunction reports of preloaded intraocular lens (iol) delivery system damaging another device. The reported patient ages range from unknown to (B)(6) years. There were four female patients, and seven unknown gender.

Manufacturer narrative:
Corrected information provided in h.1. And h.6. The manufacturer internal reference number is: (B)(4).